Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/9/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - when was the suture detached/pulled off from the swage of the needle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify : the suture was detached inside the pack itself. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Ot incharge h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received two labeled winding formers and two detached needles that pertain to product code vp2347. During visual inspection of the detached needles, the swage and attachment area were noted to be as expected. The barrel hole was examined, and remnant of suture was observed. The suture cannot be dispensed since have begun the degradation process which caused the needle to come out from the suture. Per the samples condition, the functional test cannot be performed. In addition, the foils were not returned for evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported from the analysis of the returned product that suture degradation was observed. It was reported that a patient underwent a c-section procedure on (B)(6) 2023 and suture was used. It was reported that the suture detached from the swage of the needle. There were no patient consequences reported. Additional information was requested.